Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections: g3, g6, h2, h4, h6 and h10. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The cause of the reported b30 scope communication error is caused by the user. Since severe dust and garbage was confirmed in during service¿s evaluation, it is likely that dust and or debris accumulated and the error was displayed due to the user's neglect of cleaning. As stated on the IFU (instruction for use) and as a preventive measure, the troubleshoot section of the user manual states: code: b30 error message: scope communication err (b30) possible cause: foreign objects, such as detergent remnants, hard water residue, finger grease, dust, and lint are on the electrical contacts. Solution: wipe the electrical contacts on the endoscope connector using clean lint free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them. After drying them, connect the endoscope to the light source. Possible cause: the video system center cannot communicate with the endoscope. Solution: stop using the endoscope and contact olympus. The legal manufacturer will continue to monitor complaints for this device.

Manufacturer narrative:
The concerned device was returned to the olympus service center for evaluation of the reported "red tint" issue. The evaluation confirmed the red tint to the image and found it was due to user's custom settings; red color setting was set to +6 causing red hue. The red color setting was adjusted to zero and the video image was normal. Additionally, the evaluation found heavy dust/debris in the video connector causing b30 scope communication errors and a worn out video connector causing unstable scope connection. The device was repaired to standard specifications and returned to the customer. As a result of the b30 communication error, olympus followed up with the user facility to obtain additional information. The biomedical technician was unaware of the b30 error and confirmed there was no report of any patient involvement, injury or harm related to b30 error. A review of the device's repair history showed the device had no previous repair records; device purchased date is january 2, 20183. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The biomedical technician at the user facility reported the "image kind of has a red tint to it during a procedure". There was no patient injury injury or harm and there was no adverse outcome to the procedure.